Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Customer declined to change the pump supplies. There was no adverse impact to customer¿s blood glucose level.